Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home. 1900 n highway 201. Mountain home, ar 72653. United states. Baxter healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa. Haina, san cristobal 91000. Dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the heater line of the homechoice cassette and heater bag which resulted in a leak. The patient was connected at the time of the event. This occurred during fill of peritoneal dialysis therapy. Renal therapy services (rts) assisted with ending the therapy session and advised the patient to contact their nurse regarding the issue. The patient did properly tightened the connection before the therapy started. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.